Manufacturer narrative:
(B)(4). The customer reported that the device had a fuzzy display. There was no reported pt involvement. Philips evaluated the device and confirmed the complaint. The display was replaced to resolve the problem. The device passed all performance and assurance tests and was put back into service.

Event description:
The customer reported that the device had a fuzzy display. There was no reported pt involvement.